Event description:
It was reported that the colonovideoscope tested positive for 1-9 colony forming units (cfu) of staphylococcus haemolyticus and 1-9 cfu of staphylococcus warneri. The culture test results were received at maintenance. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes and the final investigation. Updated fields: b6; d8; g3; h2; h4; h6 and h11. The device in question was not returned for testing. However, the customer received negative results during additional testing. The culture test results from a third-party institution provided by the customer: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: none. Bacterial identification: no growth to date. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 1-9 colony forming unit (cfu). Bacterial identification: staphylococcus haemolyticus. Sampling date: (B)(6) 2025. Sampling from: washings. Cfu: 1-9 colony forming unit (cfu). Bacterial identification: staphylococcus warneri. The customer refused olympus's equipment culture testing, so culture test results are unavailable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.